Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for air bubbles in the gel with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel.